Manufacturer narrative:
.

Event description:
The second dressing on the patient kept vibrating every min. The dressing was reviewed and it was well sealed, however it was on a chest wound and so was subject to movement. When the patient was reviewed the patients wound had deteriorated due to the pump stopping.